Event description:
Boston scientific crm received info that this dextrus lead was an attempted implant in this pt's right ventricle. Efforts to implant this lead resulted in a perforation and also a lacerated artery. The pt was sent to the operating room to undergo a thoracotomy. No other adverse events have been reported.